Event description:
The customer reported the air/water channel was clogged. The issue was detected after manual reprocessing during placement in the endoscope washer. There was no patient or user harm reported due to the event. The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, foreign material was observed to be in the air/water nozzle. This report is being submitted for the malfunction found by service during the device evaluation (foreign material).

Manufacturer narrative:
During inspection and testing, service also found that due to the clogging of the air/water channel, there was insufficient water flow. The control knob angle wires were stretched. The control section demonstrated discoloration and damage. The switch box was damaged. The universal cord demonstrated damage from physical stress caused by external forces. The coating on the universal cord was peeling off. The bending cover braiding in the bending section was deteriorating. A gap was observed on the boot of the control body caused by repeated bending/twisting. There were scratches on the control body, due to handling and external forces. The distal end cover at the forceps port demonstrated melting from heat exposure, likely from high energy endotherapy accessories. The objective lens was cracked due to a shock caused by dropping or knocking on a hard surface. Part of the insertion tube was deformed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was not possible to provide a presumptive conclusion on the suggested phenomenon. The following was determined: the nozzle was clogged with black rubbery foreign material. It was concluded that the material did not originate from olympus endoscope. The following were confirmed on the user¿s reprocessing and handling. No deviation from IFU was found. Reprocessing was performed in accordance with the instructions for use (IFU). Manual cleaning was performed before use. Olympus will continue to monitor field performance for this device.